Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown head. (B)(6). Literature - literature - h. B. Waterson, m. R. Whitehouse, n. V. Greidanus, d. S. Garbuz, b. A. Masri, c. P. Duncan, " revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications - june 06, 2018. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05288 and 0001822565-2018-05289. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one patient post revision for adverse reaction to metal debris (armd) and trunnionosis developed deep infection. It was treated with first stage prostalac antibiotic spacer. The second stage was deferred due to medical reasons. The patient died one year after the first stage spacer surgery was done. Prior to diagnosis of infection, patient presented with instability.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received. Device history record (DHR) was unable to be reviewed as the lot number was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.